Event description:
During an upgrade of the customer's unit by the zoll technical service department, it was observed that the unit did not power-up in either ac or battery mode. There was no patient involvement in the reported malfunction.